Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 127 mg/dl. The customer stated that he has gone through 6 insertion sets and has tried various site locations on the body also. He reported that he has tried all remedies and does not want to troubleshoot. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.